Manufacturer narrative:
Associated devices: alumina v40- femoral head 28mm, -2.7mm, catalog # 6565-0-028, lot # 35328302. Modular dual mobility insert, catalog # 626-00-46f, lot # 3898301. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, pt fractured her greater troch and was seen in the emergency dept. With a dislocated hip. The ed physician did a closed reduction and sent her for an appointment with her orthopedic surgeon. Orthopedic surgeon noticed after reviewing x-rays that the head had disassociated from the poly mdm liner.